Event description:
It was reported that, "screw got stuck in plate." Further info per the sales rep revealed that the screw was stuck in plate due to extractor tip breaking off and it not being able to be removed with the extractor. So, the issue is with the extractor, not the screw.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.